Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a visual inspection of the loosened insert. In the picture it is plain to see that the nose of the insert is bent. With the nose out of alignment, a reliable catch of the insert in the screw body is no longer given. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: the position and fixation of the inserts of all screws were checked before delivering. Attaching the screwdriver with an incorrect angle (too high) can cause the nose to bend. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that while inserting the screw, the insert became loose. There was a five-minute delay and now further measures are known.